Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump also had a cracked reservoir tube lip.